Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probes 1 and 2 due to finding precipitate on the probes. Quality controls and precision studies were run, all resulting within range. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur xp instrument. For patient (B)(6), out of two initial draws, the discordant result of the plasma tube was reported to the physician(s), who requested a new sample from the patient. The patient was redrawn and the sample was tested on the same instrument, resulting lower. The discordant result of patient (B)(6) was not reported to the physician(s). Out of three draws taken at the same time, only the serum tube was falsely elevated. The original samples of both patients were re-spun and repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.